Event description:
It was reported that the following day after the implant procedure the right ventricular (rv) lead exhibited high thresholds. It was noted that this was due in part to giving the physician the wrong stylets for the 55 length case. The threshold was unpredictable through the analyzer prompting the physician to revise until physician could not feed stylet all the way in. This was because the physician was given the wrong length stylet. This was not discovered until after removal of the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.